Manufacturer narrative:
The reported event could be confirmed, since the was stuck on the instrument as described in the event description. The device inspection revealed the following: the screwdriver sleeve and the advanced locking screw were returned in assembled condition. The advanced locking screw is strongly damaged, the thread flanks are especially at the crossover of the shaft threads totally flattened, but also the rest of the threads is in a bad condition, only the thread at the head is just slightly damaged as it was protected by the sleeve. The hexagon in the screw head is actually no longer present, as it is completely worn away. At all damages is the anodized layer no present anymore, which shows that they were caused post-manufacturing. The threads of the sleeve are slightly damaged, which can be traced back to normal wear and tear over the years. The damage has no influence on the functionality of the device. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a user related issue. The visible damages at the hexagon recess and the threads of the screw indicates that there was an excessive contact between the screw and the nail during the insertion attempt, this contact did finally also lead to the jamming between the screw and the sleeve. In this relation following statement of the t2 alpha femur retrograde nailing system operative technique (t2-st-53, rev 1, 09-2022) can be pointed out: ¿the advanced locking screw must be inserted using reasonable force to provide desired function and to avoid damaging the screw. If unreasonable insertion torque is noticed, stop insertion, turn the screw counterclockwise and then attempt to insert the screw. If unreasonable insertion torque is still noticed, remove the screw and proceed with a locking screw.¿ if more information is provided, the case will be reassessed.

Event description:
As reported: "while inserting an advanced locking screw into the proximal screw hole, the screw became stuck and was extracted with the screwdriver sleeve. The screw was able to be extracted but was stuck in the screwdriver sleeve. Another screw was inserted and the procedure was successfully completed."

Manufacturer narrative:
Once the investigation is completed, any additional information will be reported in a supplemental report.

Event description:
As reported: "while inserting an advanced locking screw into the proximal screw hole, the screw became stuck and was extracted with the screwdriver sleeve. The screw was able to be extracted but was stuck in the screwdriver sleeve. Another screw was inserted and the procedure was successfully completed."